Manufacturer narrative:
Unit was received with failed self-test alarm during self-test due to a faulty electrical component on the radio frequency board. Unit was received with normal operating currents, unit passed unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. Several bolus were programmed and delivered also. All bolus delivered properly and were recorded in the bolus history files. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed failed self-test. The bolus amount was not recorded in the bolus history. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.